Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rps350-1, serial number/date code (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1078984 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the down button on the hand control of the rps350-1 lift allegedly does not function. This device has been in use since (B)(6) 2011. Replacement part sent under warranty. No injury alleged.

Event description:
Dealer states "down button on hand control will not operate". In service since (B)(6) 2011. No injury alleged.